Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that at times the pump cannot be heard as when it was delivering the insulin and the contact thought that the pump was not delivering the insulin. There was no reported impact to the customer's blood glucose level. Although requested, additional information was not provided.